Event description:
Treatment of a cerebral avm. During procedure, it was reported the guidewire perforated the ultraflow catheter. No pt injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for eval. A follow up report will be submitted when the device is returned and the eval is completed.